Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that after using the colonovideoscope, when brushing the universal cord, the tip of the brushes bristles were stained red. Repeated cleaning with different brushes did improve the stain. The name of the procedure is unknown; however, it is reported there was no dye used or significant bleeding to cause the red stain. The colonovideoscope was then cleaned in a washer and the stain was successfully able to be removed. There was no effect on patients. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection. The customer's complaint (when brushing the universal cord, the tip of the brushes bristles were stained red) was confirmed. The legal manufacturer was unable to confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device. The scope was also returned, which showed similar foreign material in the channel. The foreign material was determined to be silicic acid. A definitive root cause could not be determined. It is possible the following led to the malfunction: insufficient precleaning, insufficient rinsing or insufficient drying due to the fact that buttons are not removed during endoscope storage. Olympus will continue to monitor field performance for this device.